Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 85 units. Reportedly, the cartridge was filled with 300 units of cold insulin. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 133 mg/dl.